Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. The drill in the case was returned and investigated, however it did not present the reported communication failure, and no issues were identified when inserting the bur. The drill attachment was not returned for evaluation. A case was recreated to simulate an obstruction within the long attachment that prevents the bur from locking, as well as creating the communication failure error and subsequent internal error: in the connection screen, the long attachment was locked onto the drill. The bur was used to push the carriage toward the back end of the drill. The nose piece of the drill and bur were forcibly pushing against the carriage when entering the setup insert bur screen. The communication failure error message was presented, and after exiting the screen, the internal error message popped uiup. Although not confirmed, it is possible that the drill attachment had an obstruction which prevented the carriages full exposure which allows the secured insertion of the bur, followed by the communication error and internal error. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a cori lab, the real intelligence robotic drill would not lock the burr and it would give a communication failure while trying to calibrate. Also a real intelligence cori internal error was received. The lab was completed with a smith and nephew back up device and a delay of less than 30 min. No case involved; therefore, there was no patient involvement.